Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The difficulty to advance may be related to anatomical conditions. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, damage to a wire including a break may occur. Additionally, tortuosity, or over torquing may have damaged the device during advancement. Wire damage will lead to difficulty to advance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the common femoral artery (cfa) with calcification. Three ht command es 300cm guide wires (gw) were used in the procedure and resistance was noted during advancement of the guide wires with the anatomy. The guide wires were difficult to track and became kinked. Additionally, the gw tips broke but remained in one piece. A 4th ht command gw was able to continue the procedure without issue. There were no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.